Event description:
The service report shows that the vent went "inop" while on a patient. The mallinckrodt customer support engineer (cse) verified the reported failure. The cse inspected the device and performed extended self test. The unit passed extended self testing. No parts was replaced. There was no patient harm reported.